Event description:
It was reported that stent damage occurred. The 3.50mm x 12mm liberté stent was advanced but was not able to cross the target lesion. The device was removed and it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with no original packaging or other devices. Examination of the returned device revealed the balloon was tightly folded. The stent was 1cm proximal of the distal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The majority of the stent struts were stretched. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.50mm x 12mm liberte stent was advanced but was not able to cross the target lesion. The device was removed and it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.